Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2016, an fse conducted on-site follow-up with the customer. The fse checked the diluent system and sample probe, but was unable to duplicate the problem. The instrument continued to operator with no further reports of errors. The most probable cause of the reported event was due to a temporary issue that resolved automatically.

Event description:
On (B)(6) 2016, a customer reported diluent errors with their aia-360 analyzer. The customer reported that they are getting both 2012 errors and detector low (dl) flags. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.